Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a training or demonstration using an xi system, a nonrecoverable fault occurred and no onsite connection was available. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised performing a hard power cycle; however, the call ended without resolution. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a system malfunction. The site confirmed to have resolved the error by power cycling. There will be a field service engineer to look into the system.